Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer gave herself a shot and it came down but after eating lunch she gave 9 units and now blood glucose is back high again and last week had a low blood glucose of 20 mg/dl. The customer was informed that we could do troubleshooting for high blood glucose. Customer stated that she prepared for her daughter to do the troubleshooting because she doesn't know how to change reservoir in the device. The customer was advised to call back once her daughter return.